Event description:
It was reported that the device exhibited error code 46440. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. One device was returned for evaluation. Visual inspection revealed no anomalies. There was no evidence to review in the event history logs. Functional testing was performed and the reported issue was able to be replicated; the downstream occlusion (dso) trip point was found to be out of specification. The root cause of the reported issue was a faulty dso sensor. To correct the issue, the dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.